Event description:
The device was applied during a laparoscopic hernia procedure. Reportedly, the trocar punctured the bowel and the aorta. A transfusion was performed. The procedure was converted to a laparotomy and a vascular surgeon was called in to repair the vessel. The hosp has reported the pt's status is satisfactory at this time. The pt was a very small thin man. Date device expires: 6/20/2001.